Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention took pace wherein the ipg was explanted and replaced with a new smaller size ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.